Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt experiencing high pump powers. The hospital staff exchanged the pt's system controller. The following day the pt's pump power was reviewed. It was reported that the pt's ldh and haptoglobin were "ok". Prior to the event, baseline powers for the first 24 hours after implant were 7-8 watts. Powers were noted to be 11-15 watts 24 hours post implant, but usually around 13-14 watts. It was discussed how elevated powers in the history screen are related to pi events as an event will not be recorded solely for increased power. The power dropped to 8-9 watts 30 mins after the system controller was exchanged. A chest CT was performed and the physician stated that he saw imagery similar to air in the outflow graft. The pt remains asymptomatic and is doing well with education.

Manufacturer narrative:
The device remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.